Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl 2000 mcg/ml at 700.4 mcg/day and bupivacaine 20 mg/ml at 7.004 mg/day via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported that the healthcare provider (hcp) noticed that the pump site was swollen/edematous and painful to the touch on (B)(6) 2016. The pump was scheduled for removal without replacement; a full system explant was performed and the hcp confirmed an abscess with purulent drainage. The wound was cultured, but culture results were still pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.